Event description:
Health professional reported an alleged "flipped port" with a lap-band system. Multiple follow up attempts with the reporter of the alleged displacement of the device were unsuccessful. The caller had contacted allergan for an idc-9 code and not to report the event. Therefore, the information provided to allergan was minimal. The follow up will be continued and any additional information received will be forwarded to the FDA in a follow up report. The serial number and product return have been requested.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not yet been returned. Based upon the catalog number provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."